Event description:
Caller reported an alarm related to occlusion and cartridge issues. Blood glucose level was not adversely impacted, remaining within normal range. To resolve the issue, customer replaced both the cartridge and infusion set and resumed insulin therapy; case was subsequently closed by cts following these corrective actions.